Event description:
Follow up information received from the patient reported that the there was no appointment with their healthcare professional (hcp) and was told to call the manufacturer for the issue. The patient stated that the shocking issue in the left knee was resolved for now.

Manufacturer narrative:
Date of event was reported as (B)(6) 2016.

Event description:
On (B)(6) 2016 (B)(4) (con): information received from the patient reported that they had a shocking feeling on the left knee from their implantable neurostimulator (ins). The indication for use for the implanted device was noted non-malignant pain. [Omitted information related to (B)(4): cervical pain,(B)(4): right side sciatic pain, and (B)(4): poor comm/pp antenna damaged].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.